Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfile of the treatment day shows error message occurred. The message indicated that the reported treatment was aborted due to the user released the laser pedal and interrupted the treatment during side cut and pressed the vacuum pedal instead of the laser pedal. So the reported issue is not caused by the system or the used patient interface. There is no technical problem of the system. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface: visual inspection of the applanation cone of the patient interface shows liquid remains on the applanation surface. Functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retired several times and with two orientation of the suction ring but no lack of suction or instable suction could be reproduced. So no deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface can be identified. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported suction loss in the left eye mid procedure. The procedure was switched to photorefractive keratectomy. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.